Event description:
It was reported that the surgen noticed a gap (about 1.5mm) between the bearing insert and the tibial baseplate. It was further reported that the surgeon removed the insert and implanted another product. No adverse consequences to the pt.